Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a scheduled follow up. During the visit, it was discovered that the atrial lead exhibited noise. The lead noise was not reproduced during testing in clinic. Subsequently, the clinician elected to continue to monitor the lead without making any programming changes. The patient was in stable condition.